Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A set screw mark was noted on the terminal pin. The helix was stretched and bent. There was a small amount of tissue entwined in the helix. Bodily fluid was noted in the helix housing and in the lead's neck region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. X-rays of the terminal and terminal/crimp area showed no anomalies. An x-ray of the tip segment verified that the helix was stretched and bent. Due to the condition of the returned lead (bodily fluid in the helix mechanism with stretched/bent helix), the helix could not be actuated during laboratory testing. Laboratory testing was unable to reproduce the reported dislodgement observation.

Event description:
Boston scientific received information that the chronic right atrial (ra) lead had dislodged. The ra lead was repositioned; however, the physician was unable to deploy the helix despite greater than 35 rotations of the terminal pin. The chronic ra lead was extracted and replaced successfully (helix deployment within 8 rotations of the terminal pin) with no complication or injury reported. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This lead, implanted on (B)(6) was explanted due to a product performance issue (ppi). Boston scientific received information that this lead was received at boston scientific's return products department.